Event description:
At 6:oo pm, pt ate breakfast like pt does every morning. Pt did not take any insulin. Their blood glucose (bg) was 300 mg/dl. Pt went to town later in the morning and passed out at the store. Someone (unidentified person) took pt's bg with pt's machine and it was 187 mg/dl. Ambulance arrived and the paramedics said pt's bg was less than 20 mg/dl. Pt went into a diabetic coma and was treated in the hospital. Pt said pt felt fine and was laughing all morning. Pt said, "their low bg just hit them". Pt is a brittle diabetic on insulin. Their normal bg is 150-160 mg/dl.